Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 failed at the cw08phot station. A field service engineer verified with the technical support specialist that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system drawer 3.1 failed, preventing users from accessing medications. This incident did not result in any delays in dispensing medication to the patient, as no patients were involved and there was no patient harm. There were no adverse events or injuries reported based on this event.